Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of non-sustained lead noise was caused by the blanking of r-waves by competitive atrial pacing. Programming changes were made. The device remains implanted.